Manufacturer narrative:
FDA report # 3004209178-2019-24224 contains the event related to the aforementioned non-used cied. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis confirmed the reported failure conditions of serious memory failure was due to sector update occurring in the flash during final functional test at returned product analysis. At this point, it is still unknown if this is a device configuration specific issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 419678 lead, implanted: (B)(6) 2016; 5076-45 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five weeks post-implant, during an in-clinic check the device was noted to be at recommended replacement time (rrt) with battery voltage of 2.57 v. Further review of a remote monitoring transmission from two days post-implant showed the device battery voltage at 2.6 v. Additionally, 4,439 hours of telemetry b usage were recorded at that time. Additional high current drain was present after the magnet application had ceased. The patient denied having any treatments or magnet placements within the previous month. It was further discovered that the device had been stored at the medical facility in a metal cabinet with medical devices manufactured by other companies (with medtronic apparently the only company to store cardiovascular implantable electronic devices (cieds) in the cabinet). It was noted that a donut magnet had been placed in the cabinet by another medical device company, which was unknown to medtronic until the event occurred. Another medtronic cied still in the cabinet was interrogated and found to have experienced a similar loss of battery voltage (this non-used cied was reported to FDA in a separate event). Device replacement is planned, but meanwhile the device remains in use. No patient complications have been reported as a result of this event. (B)(6) 2019: the device was explanted and replaced.